Manufacturer narrative:
Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined. Fluid was diverted from the fluid path through a tear in the exposed portion of the soft cannula. It is unknown when or how this damage occurred.

Event description:
It was reported the patients blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours. As treatment a new pod was applied.